Event description:
It was reported an issue with remediated alaris pcus running either software version 12.1.2 or version 12.1.3, specifically with the external motorola wireless abg cards and ambicom cards. The issue is that after flashing to v12.1.2 or v12.1.3, the pcu is unable to acquire an ip address from dhcp appropriately, even though the device shows ¿associated¿ to the ssid in the network status menu. The customers have provided bd field service engineers the wlc logs that an address was offered, but the device just stays in that idle state of 0.0.0.0 and unable to acquire an ip. Bd fses have troubleshooted extensively and have concluded this to be a bd firmware issue, and not the customer¿s hospital infrastructure. Below are the troubleshooting steps bd has attempted with mixed success: simply rebooting the pcu or leaving the pcu on overnight. Sometimes the fses would power the pcus off and the next day power them on, and some would resolve on their own accord and acquire an ip and connect to the alaris server successfully. Re-flashing v12.1.3 firmware. Flashing back to v9.33.1 and transferring network config, verifying pcu can connect to wireless and to the alaris server. Flashing back to v12.1.3, pump unable to acquire an ip (same symptoms). This overwhelmingly supports the conclusion that it is a firmware issue, since flashing down resolves the issue, flashing back up presents issue again, or may resolve it. Hospital it forcing disassociation and device history (delete mac) on wlc, with mixed success. The last resort option if there is no resolution from performing the above steps is to replace the wireless nic with a laird wb40nbt abgn. There was no patient involvement as the issues are being discovered during software remediation done in non-patient care areas.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.